Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer's blood glucose level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, customer required assistance from their spouse by assisting customer with reloading their cartridge, manually restarting sensor, administered insulin with manual dose injection to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.